Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device misfired. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Jaws. Evaluation summary: the analysis results found that the el5ml device was received with the jaws in the closed position, and with a pear shape clip in the jaws tip. It was removed to performed a mechanical test on the returned device; it was cycled, fed, and formed the remaining nine clips conforming. However, the jaws jammed in the closed position during analysis; the jaws could not be opened by manually forcing the trigger to the open position. A corrective action has been initiated to address opening issues. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.